Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after exercising while remaining connected to the ilet pump and ingesting carbohydrates (gummy worms, 16 oz cola, and glucose tablets), after which the system¿s automated dosing responded to the carbohydrate intake while exercise lowered glucose, resulting in hypoglycemia; low glucose alerting occurred and the user self-treated without medical intervention. Symptoms included feeling tired and weak. Outcomes included transient hypoglycemia with a nadir of 40 mg/dl lasting approximately 45 minutes to 1 hour, with recovery to 69 mg/dl and trending upward, no assistance required, and no hospitalization. Investigation included troubleshooting and education regarding exercise management and pump disconnection during activity. Investigation of this case revealed that the event was consistent with low glucose due to concurrent exercise-induced glucose reduction and algorithmic correction of reported or ingested carbohydrates while the pump remained connected, with device performance and alarms operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.